Event description:
It was reported the patient experienced withdrawal and symptoms of vertigo, as well as sensitivity to smell, and severe nausea. An alarm was heard, three days after last refill and also confirmed by telemetry. The patient went to the emergency room and the symptoms were thought to be congestive heart failure. The patient was admitted to the hospital in 2009 and released at about 5 days later. The pump was interrogated in the hcp office in the next day, and noted safe state mode on the day of admission to the hosp. It was reprogrammed and noted to be functioning. The patient experienced no further adverse reactions. The drugs in the pump were morphine compound and bupivacaine (marcaine).

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.